Manufacturer narrative:
Results were pulled directly from meter, time/date are correct in meter. No food, drink was taken was taken in-between results in question. Consumer stated paramedics performed a control solution test on the test strips in question and the result was within range. Consumer stated the result was not marked in the meter. Consumer declined to go through meter to retrieve the cs result. Nova max.. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. Test strip lot # 1020215050 expiration date: 02/28/2017. Control solution lot # 1030111096 expired 10/31/2013. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer called to report an incident where the paramedics were called and she was transported to the hospital due to high blood glucose readings. Consumer stated she was sitting down watching tv after the last bg result and became shaky and lightheaded. Consumer stated she went to stand up and realized she couldn't walk. Her mother came into the room and saw how ill she was and called the ambulance. The ambulance arrived shortly after being called. Consumer stated she was released from the hospital on (B)(6) 2016. The paramedics gave consumer an unk grape drink and a mint to raise her bg level. The consumer was transported shortly after that to (B)(6) hospital. At the hospital they monitor her bg level, (consumer could not recall the bg results), consumer stated at the hospital she was given an IV and an unk medication to keep her blood sugar level. Consumer did not disclose any more information about the treatment she received at the hospital.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the novamax meter glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. The sequence of events reported by the consumer do not align with the time and date details stored in the meter history. The consumer also returned unauthorized lot of test strips # 1020213252, expired 9/30/2015 cannot evaluate.